Event description:
It was reported the customer's blood glucose has been high, 414 mg/dl. Customer stated the customer had been having issue and was admitted to the hospital. Current blood glucose was 300 mg/dl. Customer was hospitalized on (B)(6) 2014. Customer stated he was feeling run down, tired, and eventually he got high and was short of breath. The drive support cap was normal. No air bubbles or leaks noted. Settings were correct. Alarms noted were with battery issues. Nurse did not have tubing clamp and was unable to perform high pressure test. Nurse was advised to do a completed set change. Called back to perform high pressure test and device passed. Blood glucose was 247 mg/dl. Customer did not recall if the infusion set was bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.